Event description:
Gelpoint device did not open properly. Partial operative note: preoperative diagnoses: fibroid uterus and abnormal uterine bleeding. Postoperative diagnoses: fibroid uterus and abnormal uterine bleeding. Procedure: total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy. Anesthesia: general endotracheal. Specimens: uterus with cervix and bilateral fallopian tubes. Findings: an enlarged multiply fibroid uterus, bilaterally normal ovaries, fallopian tubes, appendix, liver edge on cystoscopy. The patient was status post left nephrectomy, so no urine was seen to pass through the left ureteral orifice. Description of procedure: due to the size of the uterus, a port several centimeters above the umbilicus was planned. There were no adhesions to the anterior abdominal wall, so it was felt that a gelport could be accommodated. After transilluminating the abdominal wall, an approximately 3 cm transverse incision was made about 4 fingerbreadths above the umbilicus. Dissection was carried down to the fascia. The fascia was incised transversely after being grasped with allis clamps. The abdomen was entered and then 0 vicryl sutures were placed on the fascia to aid in later closure. The incision was opened enough to allow the operator to insert 2 fingers. The o-ring of the gelport was inserted and the exterior ring was rotated down. The organ protector was placed and the top of the gelport attached with 3 ports; two 10 mm ports and one 15 mm port. This had to be performed a total of 3 more times because it appeared that each time either omentum or some bowel became included in the anterior ring. Following that, the ring would not open evenly and so it was replaced with another gelport and placement was successful. The patient was placed in deep trendelenburg positioning, right and left lower quadrant.